Event description:
A nurse from the office of cardiovascular specialist of (B)(6) contacted zoll customer support to report that a (B)(6) year old female patient passed away on (B)(6) 2013. The pt was wearing the lifevest at the time of passing. The pt's husband was with the patient at home at the time of passing. The patient's husband reported that the pt was coming out of the bathroom and collapsed. The paramedics arrived and the pt was declared deceased. The pt's physician relayed the info that the paramedics reported the patient was asystolic when they arrived. A review of the pt's downloaded files showed no recordings of asystole. Device startup recorded at 22:16:06 on (B)(6) 2013. Normal rhythm @ 90 bpm was recorded at 08:06:02 on (B)(6) 2013. At 08:06:55, ECG shows vt @ 200 bpm on the front to back channel with noise on the side to side channel. No treatment sequence was initiated by the device during the period of side to side channel noise. The source of the noise on the side to side channel is unk. Approximately one minute later at 08:07:54, the flag files show a belt communication error. Device shutdown was recorded at 08:07:55 on (B)(6) 2013. Device startup recorded at 08:14:35 on (B)(6) 2013, with an ECG signal showing dual lead fall-off and artifact. Electrode belt was disconnected at 08:25:19 on (B)(6) 2013.

Manufacturer narrative:
Additional device: belt, sn (B)(4).